Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 20, 2017 that a wallflex fully covered biliary stent rmv was implanted on (B)(6) 2017 as a part of (B)(6). The patient had been enrolled into the clinical trial on (B)(6) 2017. The patient¿s chronic pancreatitis was diagnosed in 2010. The etiology of the chronic pancreatitis was alcoholic and was calcific. The patient was noted to be a candidate for the surgical alternative to stenting. A pre-study stent placement cholangiogram on (B)(6) 2017 revealed a distal biliary stricture. On (B)(6) 2017, liver function tests were performed and the patient was admitted to the hospital. On (B)(6) 2017, the patient underwent a baseline assessment of biliary obstructive symptoms (abos) and no symptoms were identified. A biliary sphincterotomy was performed prior to and during the procedure, and prophylactic nsaids were administered. The study stent was implanted on (B)(6) 2017 in a satisfactory position across the stricture. The patient was discharged from the hospital on (B)(6) 2017. On (B)(6), 2017, the patient underwent an endoscopic retrograde cholangiopancreatography procedure (ercp) and during the procedure it was noted that the stent had completely distally migrated and there was a recurrence of the original stricture. Reportedly, the patient underwent stone removal.

Manufacturer narrative:
Blocks adverse event or product problem,outcomes attributed to adverse event have been updated with the additional information received on november 15, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered biliary stent rmv was implanted on (B)(6) 2017 as a part of the e7058 wallflex fully covered biliary chronic pancreatitis registry clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2017. The patient¿s chronic pancreatitis was diagnosed in 2010. The etiology of the chronic pancreatitis was alcoholic and was calcific. The patient was noted to be a candidate for the surgical alternative to stenting. A pre-study stent placement cholangiogram on (B)(6) 2017 revealed a distal biliary stricture. On (B)(6) 2017, liver function tests were performed and the patient was admitted to the hospital. On (B)(6) 2017, the patient underwent a baseline assessment of biliary obstructive symptoms (abos) and no symptoms were identified. A biliary sphincterotomy was performed prior to and during the procedure, and prophylactic nsaids were administered. The study stent was implanted on (B)(6) 2017 in a satisfactory position across the stricture. The patient was discharged from the hospital on (B)(6) 2017. On (B)(6) 2017, the patient underwent an endoscopic retrograde cholangiopancreatography procedure (ercp) and during the procedure it was noted that the stent had completely distally migrated and there was a recurrence of the original stricture. Reportedly, the patient underwent stone removal. Additional information received on november 15, 2018. According to the complainant, on (B)(6) 2017, after the wallflex biliary stent was noted to have migrated, four non-bsc plastic stents were placed.